Event description:
Per complaint (B)(4), during post operative check, patient experienced loss or failure of implant to integrate.

Manufacturer narrative:
Follow-up submitted to report device evaluation.

Event description:
Reviewed attached customer feedback form: yes. Contraindications relevant to failure: diabetes. Part number: 854213. Revision: c. Appearance: implant received in good used condition. Specification should be: length: .512 ± .003, specification as found: .5122, diameter: .1638 ± .0005, specification as found: .1639. Comments: implant meets all applicable specifications. Date of inspection: 10/02/19.